Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with a recorded blood glucose low of 40 mg/dl and approximately 40 minutes spent below range; the user disconnected from the device and treated with orange juice, fruit, and graham crackers, then reconnected and requested review of reports to prevent future nighttime lows. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included temporary interruption of device use and user self-management without medical intervention. Investigation included complaint handling, review of available use information, and user education and troubleshooting by coordinating with a local trainer to review reports. Investigation of this case revealed an undetermined cause of hypoglycemia. It was concluded that the event was related to user-reported low glucose with no confirmed device malfunction and an inconclusive root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.